Event description:
It was reported that upon removal of the catheter, a 6 inch segment separated and remained in the pt. The retained portion of the catheter was removed in radiology without any further complications.